Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a scratch/mark across the center of an intraocular lens (iol) via iol reply card. A backup lens was implanted with no reported harm to the patient. Iol is not available to return. Additional information has been requested and received.